Event description:
Device malfunction: difficult to remove filter, stent entanglement, filter wire detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical intervention. It was reported that during a right carotid artery stenting procedure an rx acculink stent was successfully implanted in the target lesion. The accunet embolic protection device (epd) could not be captured in the recovery catheter and the epd became entangled in the implanted stent. The filter and stent were surgically removed, and in the process, the filter wire broke into two pieces. A second acculink stent was implanted to treat the lesion. There was no adverse pt sequela. Though requested no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.